Event description:
It was reported that during a pocket revision procedure in 2012, the pulse generator was in backup vvi mode and was unable to be interrogated. The device was explanted and replaced. No adverse events occurred to the patient.

Manufacturer narrative:
(B)(4).